Event description:
A customer obtained negative vitros (B)(6) for two samples from two different patients processed on the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the (B)(6) results were not released from the laboratory. The results obtained from the vitros eci analyzer were believed to be the true results and were reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that (B)(6) results were obtained for two samples from two different patients processed on the vitros 3600 immunodiagnostic system. There was no indication that the vitros 3600 analyzer had contributed to the event. The investigation could not determine a definitive root cause. However, a variation in performance between the 3600 and eci analyzer, or an issue with the reagent in use cannot be ruled out.